Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and appeared to be in the superior vena cava (svc). The lead was capped and replaced during a routine change out procedure. No patient complications have been reported as a result of this event.